Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer states that there is dust under the screen of the device. The customer's blood glucose level was 90 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. No dust or debris on the inside of the pump screen noted during testing. The electronic assembly was inspected and no obvious dirt, dust, or debris noted. The insulin pump was received with scratched case and pillowing keypad overlay.